Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, no openings found on the device, and white particle material found on the shell. A weight test of the device was performed and verified the weight of the device within specification. Based on the device analysis, the final assessment is no observations found related with the manufacturing process. Additional, corrected, and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, hematoma and a possible rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV", "hematoma", "possible rupture".

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, hematoma and a possible rupture. Device has been explanted.